Manufacturer narrative:
The used company cartridge was returned in a specimen cup. Viscoelastic was observed in the cartridge. No tip damage or roughness was observed. The cartridge was cleaned to remove the ophthalmic viscoelastic device (ovd). The coating has a slight uneven appearance on the edge of the tip (acceptable). This is not damage or roughness. The cartridge has evidence of placement into a handpiece. Product history records were reviewed and documentation indicated the product met release criteria. No problem was found with the returned used company cartridge. The tip was not damaged or rough. The tip has a slight uneven appearance; however, this is the soft and flexible coating material on the beveled edge of the tip, a common byproduct of the interior coating process, and is acceptable per our current release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the doctor noticed the tip of the cartridge was found to be rough under the microscope.